Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited backup vvi operation. The patient was brought in clinic for further troubleshooting. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.